Manufacturer narrative:
Findings: no button error alarm noted. Unit had no button response due to flattened dome switch on act button. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test the suspend feature due to no button response. Unit had a scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm. The blood glucose at the time of the incident was 294 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.